Manufacturer narrative:
D1 - brand name and d4 - primary UDI number: correction. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the customer reported issue of ¿latch sensor defective¿ was confirmed through visual inspection and functional testing. The cause was a defective latch/lock sensor. Replaced the latch/lock sensor, and the device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the latch sensor is defective.